Event description:
Related manufacturer reference number: 2017865-2022-07139. It was reported that right atrial lead exhibited undersensing and no capture the right ventricular lead exhibited high capture thresholds. Both leads were explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported event of high capture threshold was confirmed. As received, a partial lead (distal portion) was returned in one piece. Destructive analysis found internal insulation abrasion breaching ring electrode cable lumen underneath the right ventricular shock coil with one abraded ring electrode etfe cable coating. The cause of the reported event was due to internal insulation abrasion underneath the right ventricular shock coil.